Event description:
Patient¿s mom reported that the pump malfunctioned. Some medication was also lost due to leaking through the tubing connection and syringe popping out of the pump. Mom unsure of volume that was infused but believes the majority of dose was infused. Solicited call, no side effect was reported. No additional information. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver.